Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no adverse impact to the customer's blood glucose level. Customer was instructed to ensure correct usb insertion to prevent further damage, to place pump into storage mode before return, and to use multiple daily injections as backup therapy, while technical support confirmed shipping details, arranged replacement pump, and advised customer to re-enter pump settings, reconnect continuous glucose monitor, and return nonworking pump using prepaid label.